Manufacturer narrative:
Spacelabs replaced an ac inlet board and main central processing unit. An investigation into the history of failures revealed a possible trend developing with the ac inlet board. The incident reported in this MDR was not considered reportable until the recent trend was identified. This issue is now being reported as part of our post market surveillance. An investigation is underway to determine root cause and resolve the issue.

Event description:
The hospital sent a mcare monitor to spacelabs for service, with the report that the unit would not acknowledge power, and the battery did not charge.